Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n315655, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3888-28, lot# j0204805v, implanted: (B)(6) 2002, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the occipitally-placed lead was revised "tuesday of last week" because the patient was not getting stimulation on the right side beginning over a year ago when the new implantable neurostimulator (ins) was placed. It was noted that the patient was getting excellent stimulation coverage at the time of report, and her spinal simulator was "working great." If additional information is received, a supplemental report will be filed.